Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell apart in mouth / broken brush head [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she changed the oral-b power oral care refills precision clean and brushed for 1-2 minutes when it fell apart in his/her mouth. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she had the packaging and broken brush head and could send it in. The consumer described that the logo on the brush was gray and it said flexisoft eb 17-4+1 on the box. No further information was provided.